Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the quantity is not available. The technical support specialist walked customer with cycle count to correct quantity to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system did not show the quantity, preventing user from removing d5 1/2 ns (5% dex/.45% nacl) 1000ml medication. The customer added that there was no patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-nov-2022 to 11- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis medbank system was unable to remove the item. The technical support specialist assisted user with cycle count to correct quantity on item needed to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medbank system was unable to remove item d5 1/2 ns (5% dex/.45% nacl) and the quantity was not available. There was no patient delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section b4 - corrected date of this report.